Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now alert occurred. It was indicated that the sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was confirmed. The probable cause was determined to be progressive sensor decline. In addition, an early sensor expiration due to potential patient misuse was found on (B)(6) 2020. No injury or medical intervention was reported.